Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of this failure is attributed to a component failure. A review of the device logs for the large hem-o-lok clip applier (part#: 470230-12 / lot/serial#: (B)(6) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on (B)(6) 2021 via system serial#: (B)(6). There were 29 uses remaining after this last usage.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the customer was unable to attach the clip. The customer encountered an issue applying the clip while using the large hem-o-lok instrument. Initially a clip could be applied, but when attempting to apply a second clip, it was found that the wires were broken. Although the procedure was completed with no reported injury to the patient, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon was attempting to apply a second clip, the wire of the large hem-o-lok clip applier instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The broken cables were gray/silver. The instrument did not collide with any other instrument or tool during the procedure. Standard hem-o-lok clips size l were used with the clip applier instrument. The surgeon did not confirm closure of the clip after ligation. The vessel was not greater than 13 mm in diameter